Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect from the site, load a new cartridge, and successfully deliver a bolus, resulting in a one-time pump replacement being sent by tandem technical support. Customer was advised on returning the problematic pump and necessary steps upon receiving the replacement.